Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6).. Batch: 7139906.

Event description:
It was reported that the patients lead had migrated. The physician pulled the migrated lead back to its original location and the patient was doing well postoperatively. No device malfunction was suspected. The leads remain implanted and in use.